Event description:
It was reported that after pre-dilatation was performed in the in heavily tortuous, heavily calcified, proximal left anterior descending artery (lad), a xience v stent was implanted. A 2.75x28 mm xience v stent was advanced to the proximal lad; however, it would not cross the lesion. A different non-abbott guide catheter was placed and the same xience v was advanced and deployed successfully; however, during retraction of the stent delivery system (sds) the sds stuck in the guide catheter. Although some resistance was felt during removal of the sds from the guide catheter, it was able to be removed successfully. After removal, the shaft was found to be stretched and part of the polymer coating was noted to be peeling. No patient adverse effects or a clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, runthrough. Guide cath: heartrail il4.0. Evaluation summary: evaluation found that the stent implant was not returned and the stent delivery system (sds) was returned with blood in and contrast in the loosely-folded balloon, which is consistent with the reported information and account follow-up that the sds was inserted in the anatomy and the stent was implanted. Failure to advance/physical resistance can be influenced by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The tip of the returned sds was measured and met specification. Based on the reported information, the difficulty advancing to the lesion appears to be related to the heavily tortuous and calcified anatomy or initial guiding catheter support. It was reported that the xience v stent was re-inserted after initial advancement difficulty and removal from first guiding catheter. The xience v instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, after re-insertion, the xience v stent was successfully implanted with no further issue; therefore, it does not appear that this reported improper user method is affected the specified complaint. Although there were no further issues in this case, it is still recommended to send a notification letter to the account to prevent any future occurrence. Difficulty to remove the sds from the guiding catheter can be attributed to several factors including, but not limited to, removal technique, guiding catheter support, damage to the guiding catheter inner diameter or sds, or interaction with a not-fully deflated balloon or balloon folds. The returned sds analysis confirmed the reported polymer attached to the shaft as the hypotube (metal proximal shaft) jacket was torn, stretched and scraped at the femoral marker as well as peeled and separated starting at brachial marker. There were also stretch marks on the hypotube jacket proximal to the femoral and brachial markers. The total catheter length was measure and met manufacturing criteria, indicating no product quality deficiency. Account follow-up was requested regarding whether this shaft damage was noted prior to second attempt to advance; and clarification noted that the damage was confirmed after the second attempt. As one of the markers appeared to be scraped, it is likely that this area interacted with an accessory device or tool during attempts to remove the sds after becoming stuck. Once the hypotube jacket became scraped, it likely continued to peel and separate from the hypotube with additional handling. Analysis of the returned device also noted that the balloon was twisted which also likely occurred due to handling during attempts to remove the balloon once stuck. The returned balloon was noted to be loosely-folded which does not indicate flat or improper folds after deflation. The guiding catheter used in the procedure was also not returned, which may have aided in the complaint evaluation. Due to the noted device damage, the reported complaint could not be confirmed with the returned sds, and a conclusive cause cannot be determined for the reported difficult to remove. During manufacturing, all stent delivery systems are 100% visually and tactile inspected for balloon and shaft damage. In addition, a sampling of units is destructively tested to verify shaft damage, shaft integrity and proper inflation/deflation. A review of the lot history record for the reported lot revealed no nonconforming material records that could have contributed to the specified complaint and all lot release testing results met specification. Also, the review of the complaint history for this lot revealed no other incidents reported for difficult to remove sds from guiding catheter or hypotube jacket damage. There is no indication of a lot-specific product quality deficiency.